Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexviewing computer would not boot up and the flexvision monitor only showed the philips logo. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the logs had shown that the frame grabber card errors resulted in the system not being able to complete the start-up sequence. The frame grabber captures the video from the azurion system. The frame grabber card in the flexviewing computer failed. The fse replaced the flexviewing computer, and returned the system to use in good working order.